Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20160. It was reported the patient experienced a fall and injured herself at multiple places. Following the fall the patient lost the stimulation therapy. Subsequently, the trial leads were removed and the trial was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.